Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead insulation was damaged with cautery. The physician also further noted distal conductors appeared kinked and opted to replace the lead. No additional adverse patient effects were reported.